Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A call to technical services on 4/2/2013 states that sensing was low for p-waves amplitude (no values given). No sensing issues identified. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).